Event description:
I had the pinnacle corail uncemented hip replacement on (B)(6) 2008. Had a hip revision one year later because the stem was loose and still hurt. Had another hip revision on (B)(6) 2011 because it popped out. I still cannot function with my daily life without help, and it still hurts and makes noises.